Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9; g3; h2; h3; h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: leak coming from the camera. A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to component failure. The most probable cause of the complaints was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1: facility name - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had coupler was lose, where the scope attaches to the camera it is wobbly. The event had occurred during installation. There were no reports of patient involvement.